Event description:
It was reported that the user experienced difficulty attaching and locking the infusion set connector to the ilet despite multiple attempts with different connectors, resulting in prolonged inability to use the device and elevated blood glucose of 401 mg/dl. Customer care provided assistance that included user-guided troubleshooting, verification of cartridge seating and fill level, and a rewind procedure. Investigation of this case revealed that the connector could be inserted flush and, with increased torque, locked into place; a replacement supply box was arranged. Symptoms included fatigue associated with hyperglycemia. Outcomes included temporary interruption of insulin delivery and need for troubleshooting assistance. It was concluded that the infusion set connector had been insufficiently engaged initially, leading to interrupted therapy, and that the device functioned after proper engagement of the connector. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.